Event description:
It was reported that the date and time on the 9600 system were wrong. Also the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The date and time were reset and the files were reset during the svc call. The system was tested and found to be working as intended and put back into svc.